Manufacturer narrative:
Eval summary: the product was returned. Cartridge and lens damage was observed. Product history records could not be reviewed for the cartridge because the facility did not provide a lot number or any identification traceable to the mfg documentation. Product history records were reviewed for the iol and all documents indicate the product met release criteria. Customer indicated the use of an approved handpiece and viscoelastic. The product investigation could not determine a root cause. The cartridge and the lens were damaged. Damaged of this type may occur if the lens or plunger tip is positioned incorrectly for advancement. While we are unable to determine the root cause of the damage, or observation reasonably suggests that it is not mfg related. Due to the presence of surgical solution, the damage is most likely related to customer handling. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) got stuck in the cartridge and could not be implanted. The haptics were also noted to be broken. The surgery was not completed and the pt left aphakic. Additional info was received from the surgeon who reported the iol implant and completed two days later in a secondary surgical procedure.